Manufacturer narrative:
The back-up vvi (bvvi) mode was confirmed in the laboratory. The device experienced a power-on-reset (por) during delivery of a maximum voltage hv shock due to a discrepant output transistor. The cause for the output transistor anomaly was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be interrogated. The device was found to be in back-up vvi mode. The device was explanted and replaced.